Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: the full lead was returned and analyzed. Analysis indicated that the guide tooth of the lead was extrinsically damaged. The helix of the lead had an out of specification analysis result for extension/retraction due to greater than indicated number of turns to retract. Visual analysis of the lead indicated damage at implant. The analyst noted that the lead was returned with the helix was fully retracted. Visual inspection found the guide tooth was damaged , and that caused the lead tip misshaping, damage during implant procedure. The helix could be extended, and retracted. But damaged guide tooth leads helix retraction turns out of specification. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician attempted to place the right atrial (ra) lead in four locations. Each location had poor electrical measurements. The physician was unable to retract the helix when attempting to place the lead in a new location. Eventually the helix was able to be retracted and the physician opted to place a new lead. No patient complications have been reported as a result of this event.